Event description:
It was reported that after the intraocular lens was inserted, the lens was removed within the same procedure, a vitrectomy was performed, and was replaced with a model za9003 10.0 diopter intraocular lens. The patient was reported to be doing fine. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The inspection was performed at 10x microscope magnification. Small loose particles were observed on the sample as well as stains of hardened viscoelastic were dispersed through the lens. Some scratches were also observed on the lens surface. The lens condition is consistent with a lens that was inserted and removed from the patient¿s eye. The manufacturing record review was performed. All process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. A review of the raw material/manufacturing procedures in the change control system was performed during the period when this production order was manufactured and did not show any change that could be related with the complaint type reported. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.